Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily tortuous and moderately calcified anatomy resulting in the reported failure to advance and difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily tortuous and moderately calcified, concentric lesion in the left diagonal coronary artery. The vessel diameter was 2.0mm and the lesion length was 18mm. The 2.0x8mm mini trek rx balloon dilatation catheter (bdc) failed to cross the lesion due to resistance with the anatomy. Dilatation was performed twice; however, the bdc could still not cross the lesion. Resistance with the anatomy was felt during removal. The procedure was successfully completed with a smaller non-abbott balloon. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.